Event description:
Per the clinic the patient experienced inflammation at the implant site and the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report. The device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received for evaluation.

Manufacturer narrative:
This report is filed january 24, 2014.